Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device has been returned and is currently awaiting evaluation by baxter personnel. Once the evaluation has been completed or if additional information has been received, a follow up will be submitted.

Event description:
The facility reported an intermate in which the distal luer was separated from the tubing before use. The raw end of the tubing was exposed. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The distal luer was not returned with the unit. Visual examination confirmed the reported condition of separated distal luer. The luer post was broken off at the base of the stem near the tubing. Based on the evaluation, broken/cracked luer near the base of the stem is due to stress from the packaging design. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. This issue was escalated to corrective and preventative action (CAPA).